Event description:
Results of "300 mg/dl, 306 mg/dl, 184 mg/dl, 199 mg/dl and 187 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt punctured the same area more than once. The control solution was replaced.